Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause could not be established. The instructions for use (IFU) identifies premature and difficult coil detachment as potential complications associated with the use of the device.

Event description:
It was reported that after placement of an embolization coil at the intended treatment site, the coil would not detach after multiple attempts with 3 different detachment controllers. The coil was withdrawn. A competitor's coil was then placed in the aneurysm, but the implant appeared unusually long. It was deduced that the first coil had become detached in the microcatheter during removal. Both coils were properly placed and there was no additional intervention or reported patient injury.